Event description:
It was reported that during testing, the device displayed an "abnormal shock" message. The customer's biomed indicated that he connected the test load to the device's therapy cable, pushed the charge button and observed an error code. The biomed then re-attempted to charge and observed the "abnormal energy delivery" message. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control recommended to connect the therapy cable to the defib analyzer to test the outputs. If the same "abnormal energy delivered" message is displayed the replacement of the therapy cable is recommended. If the error code does not clear after a performance inspection procedure is performed, there could be a problem with the therapy pcb. The customer's biomed later verified that they received a new therapy pcb and installed it. After observing proper operation through functional and performance testing the device was placed back into service for use. It was confirmed that there have been no further issues with the device. The removed therapy pcb was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.